Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Endologix made three good faith efforts to retrieve additional reported adverse event/incident-related medical imaging; however, the user facility did not respond to requests for this information. Medical records and still images were received. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and still images received by endologix found the type iiia endoleak complaint is confirmed. The aneurysm enlargement and endotension complaints are unconfirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation found reasonable evidence to suggest the infrarenal aorta has remodeled and elongated (47¿mm) since the original implant, which likely contributed to the type iiia endoleak. The complaint is likely anatomy related. No procedure related harms were identified. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The procedure is outside the indications of use (off-label) due to the use of adjunctive devices (cook (non-endologix) zenith alpha thoracic endovascular graft) not compatible with afx system per the IFU. This could have contributed to the reported event but could not conclusively be determined. The current patient status was reported as being stable, with an additional procedure pending. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Medical records and medical imaging were received. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and medical imaging received by endologix found the type iiia endoleak and additional endovascular procedure complaints are confirmed. The aneurysm enlargement and endotension complaints are unconfirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation found reasonable evidence to suggest the infrarenal aorta has remodeled and elongated (47mm) since the original implant, which likely contributed to the type iiia endoleak. The complaint is likely anatomy related. No procedure related harms were identified. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The procedure is outside the indications of use (off-label) due to the use of adjunctive devices (cook (non-endologix) zenith alpha thoracic endovascular graft) not compatible with afx system per the IFU. This could have contributed to the reported event but could not conclusively be determined. The final patient status was discharged the next day and reportedly they stated that their abdominal and back pain had subsided. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to ae: updated. B5: describe event or problem: updated. B6: relevant test/lab data: updated. G3: awareness date: updated. H10/11: addtl mfg narrative: updated.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2023 with the implant of an afx2 bifurcated stent graft (bsg) and a cook (non-endologix) zenith alpha thoracic endovascular graft. Routine follow-up conducted a computed tomography (CT) in (B)(6) 2024 that did not identify any issues. The aneurysm measured the same in (B)(6) 2024 as (B)(6) 2023 (pre-implant) which was 6.5cm max diameter. However, the max aaa diameter is now 7.1cm. Routine follow-up on (B)(6) 2026 identified the aneurysm growth and type iiia endoleak with endotension. The current CT scan shows the infrarenal aorta has remodeled and elongated (40+mm) since the original implant as well as compression in height of the afx2 bsg compared to the CT that was performed in (B)(6) 2024. Reintervention was completed on (B)(6) 2026. The patient was re-lined with an afx2 bsg and an afx vela infrarenal cuff. The physician also elected to also implant a cook (non-endologix) zenith alpha tapered thoracic graft infrarenal. There were no complications. The final patient status was discharged the next day and reportedly they stated that their abdominal and back pain had subsided. The afx2 system was evaluated using endologix components. The safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2023 with the implant of an afx2 bifurcated stent graft (bsg) and a cook (non-endologix) zenith alpha thoracic endovascular graft. Routine follow-up conducted a computed tomography (CT) in (B)(6) 2024 that did not identify any issues. The aneurysm measured the same in (B)(6) 2024 as (B)(6) 2023 (pre-implant) which was 6.5cm max diameter. However, the max aaa diameter is now 7.1cm. Routine follow-up on (B)(6) 2026 identified the aneurysm growth and type iiia endoleak with endotension. The current CT scan shows the infrarenal aorta has remodeled and elongated (40+mm) since the original implant as well as compression in height of the afx2 bsg compared to the CT that was performed in (B)(6) 2024. Reintervention plans to re-line the stent graft are being discussed and have been scheduled. Patient is currently stable and being monitored. The afx2 system was evaluated using endologix components. The safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text: device remains implanted.